Manufacturer narrative:
The user reported that the cgm displayed results that differed from glucometer measurements. The case was escalated for further review. System data showed higher variability than typical but within expected parameters, with bg values aligning with sg trends. The escalation response was communicated to the user.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported having rapidly changing bg values and was concerned about the accuracy of the sg readings. User was educated on lag and all appropriate general statements. Case was escalated where based on review of the system, support found that the system was showing more variability than what is typical but is still working within expectations. Overall, bg values meet the sg trends well.per dms, the user is actively using the system. B4. Date of this report 13 nov 2025. G3. Date received by the manufacturer? 13 nov 2025. H6. Investigation findings updated to 3224.